Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump had to be pressed harder to respond. The customer¿s blood glucose was unknown. Customer also reported that the hairline fractures to battery cap area, rejected new batteries and unexplained no delivery. The insulin pump will not be returned for analysis.